Manufacturer narrative:
Results of investigation: the suspect faulty front panel was received into the carefusion failure analysis lab where it was evaluated and the issue was reproduced and isolated to a faulty fluorescent in the liquid crystal display.

Manufacturer narrative:
(B)(4). A carefusion field service engineer (fse) evaluated the device on site and confirmed the reported complaint. The fse replaced the front panel display assembly and performed extended self test and operator verification procedures. The unit is now meeting all manufacturer specifications. The suspect component was shipped back to carefusion's failure analysis lab and a root cause analysis will be performed so a complete evaluation is anticipated at a later date.

Event description:
The customer stated that during pre-use checks the touchscreen display goes dark while connected to a known good ac outlet. There was no patient involvement in this incident.